Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including all functional and performance testing using known-good batteries without duplicating the report. An internal inspection of the device found no discrepancies. The battery was not returned for evaluation. The device was found to be operating as intended, recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
During training by a zoll medical sales representative, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.